Event description:
The manufacturer service technician reported that the device was missing the rubber ring and lock pin while it was being serviced at the user facility. There were no adverse consequences related to this event.